Event description:
During thermal ablation, the novasure handpiece would not function past entering the length/width step. Several error codes came up saying to try again or abort. Manufacturer response for novasure advanced handpiece, hologic (per site reporter). They sent an RMA and will send a biokit to send it in.